Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No continuous activation was noted while the device was tested. No conclusion could be drawn as to what may have caused the reported incident. The instrument was disassembled and no anomalies were found with internal components. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic hysterectomy, the device kept being activated without using the hand switch. After that, the device became not to be activated though the hand switch was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.